Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2012-04886. It was reported the pt no longer had stimulation in the correct area, and the physician had determined the leads had migrated through x-ray. The physician surgically repositioned the leads and it was reported intraoperative testing provided effective stimulation. It was confirmed post-operative the pt regained effective stimulation.